Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number: (B)(6). The field service specialist (fss) confirmed the communication error, 2011/2012. Fss replaced the instrument manager printed circuit board (pcb), pc104 connector and power supply as well as carried out the service checklist on the unit. The system passed all functional tests and it was found to meet amo specifications. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that communication error 2011 (error getting version strings from instrument host)/error 2012 (instrument host timeout error) occurred with the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled. This report pertains to the error 2012 (instrument host timeout error). A separate report is being submitted for the noted error 2011 on the system.